Event description:
This infant patient, with transitional av canal, presented earlier this year for surgical repair of congenital heart defect. The patient underwent repair of transitional atrioventricular canal with primary closure of ventricular component and pericardial patch closure of atrial component of the canal defect and complete cleft closure. One temporary ventricular pacing wire was placed intraoperatively. The patient did not require postroperative pacing and the wire was not used. A cxr was done 4 days later, prior to the temporary pacer wire removal, which revealed a "curvilinear metallic structure at the inferior heart border." The temporary pacing wire was discontinued without incident.